Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for accutrend plus system, medwatch with identifier (B)(6) is for instant plus system.

Event description:
Caller reported accutrend plus blood glucose results of 366 mg/dl and lo, which on the system indicates a result of less than 20 mg/dl, and an instant plus result of 88 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.